Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve procedure, according to the doctor, experienced in the use of our products, the load did not fire completely, only two staple lines were formed. The other loads fired in the procedure were no problem. The procedure took longer than usual and the patient was exposed to anesthesia for longer than necessary since the doctor had to perform over-suture due to bleeding due to the poor stapling.